Event description:
Patient reported experiencing elevated blood glucose. Patient indicated that she believed the device was not delivering correctly. Patient indicated that a few days prior, the basal rates were incorrectly programmed. Patient indicated that the device stopped working and that the batteries expired 10 mos earlier.